Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported ec 345 which was reproduced through troubleshooting. A review of the event history log identified multiple system error 345 messages. The reported condition was verified. The cause was determined to be environmental factors. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The process step where the problem occurred was unknown. There was no patient involvement. No additional information is available.